Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported left side pain and discomfort. Healthcare professional later reported pain, hardening, rippling, asymmetry, and capsular contracture, baker grade iii. Device has been explanted.

Event description:
Patient reported left side pain and discomfort. Healthcare professional later reported pain, hardening, rippling, asymmetry, and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.